Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. The physician placed a 5f non-bsc introducer sheath and a non-bsc guide wire. Then a 5.0x20/40mm sterling otw burst on the first inflation at 8atm while being inflated with a non-bsc inflation device. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.